Event description:
The customer observed non-repeatable falsely elevated vitros tropi es results from four different patient samples processed on a vitros eci immunodiagnostic system. Patient 1, 0.261 ng/ml vs. 0.33 ng/ml; patient 2, 0.078 ng/ml vs. <0.012 ng/ml; patient 3, 0.104 ng/ml vs. <0.012 ng/ml; patient 4, 0.072 ng/ml vs. <0.012 ng/ml. The falsely elevated results were detected and not reported from the laboratory. However, biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. There was no allegation patient harm. This report is number two of three mdrs for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that non-repeatable falsely elevated vitros trop I es results occurred from four different patient samples processed on the vitros eci system. Vitros tropi es precision testing demonstrated the vitros eci system was operating as expected. There was no evidence found to suggest an analyzer or reagent malfunction contributed to the higher than expected results. The investigation suspected that the samples involved may not have been processed by the phlebotomists in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed or ruled out as a contributing factor. A definitive root cause for the event could not be determined.